Event description:
The event was reported by a customer from USA: "6 units the power supply split in half and 2 units the black connector broke. Delay in therapy: no. Need for medical intervention: no. Human harm: no".

Manufacturer narrative:
(B)(4).